Event description:
It was reported the 512sd was used during laparoscopic hernia repair. It was reported the ring from the trocar fell off. There was no consequence to the pt. 10/27/97 it was reported the gasket fell into the pt and was retrieved.